Manufacturer narrative:
Event occurred in (B)(6). Device performed as intended; no malfunction or defect of device noted at time of procedure. (B)(4)

Event description:
After the first stapling was completed during an endoscopic fundoplication procedure with the muse device, an inspection was conducted with a standard gastroscope. A small gastric perforation was noted. The perforation was closed endoscopically. Per the attending physician, the subject suffered no additional ill effects and recovered uneventfully.